Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient experienced bleeding and mild pain at the sensor site. The pain worsened which prompted the patient to remove the sensor early. Upon sensor removal, the patient noticed a pustule at the needle puncture site. The patient cleansed the insertion site and applied an over-the-counter antibiotic cream (neosporin ointment). The patient consulted his physician via phone call who advised him to go to the emergency department (ed). On the same day at 11:00 am, the patient went to the ed and was assessed, but to lab testing was conducted and he was given a prescription for an oral antibiotic medication (doxycycline, unknown dosage twice a day). It was not mentioned if the patient was diagnosed with an infection. The patient took the prescribed medication until (B)(6) 2025, and the site completely healed after treatment. At the time of the report, the patient was doing well. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.